Event description:
It was reported that the capillary samples collected in the bd microtainer® tubes with k2e (k2edta) failed the cbc tests after use, with rejections in the "30-50%" range. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are still experiencing some issues with failed cbc tests using capillary samples, and apparently we're not the only ones. Two separate laboratories that we use in the UK indicated that they are seeing high failure rates of cbc tests on capillary samples sent in by mail--one indicated rejections have been in the 30-50% range." "We requested the sensitivity guidance of the assays in our panel per your suggestion and wbc's have a ~48 hour window, and rbc's closer to ~72. However, we were also told that failure rates of cbc's were high with capillary samples prior to delivery delays spurred on by the pandemic." "They are sending kits to the patients with microtainer's and blue cals. The samples are then sent to the lab for testing. He stated that the cbc tubes are failing. I asked if that meant that the tubes were rejected because they were clotted. He did not know. He also wanted to know if the stability could be stretched beyond 4 hours for the cbc. I explained that the 4 hours is the stability our testing provided, and could not be stretched to 48 to 72 hours. I recommended the map tube for 12 hour stability. I stressed the importance of mixing, as failure to mix well is the main reason for clotted specimens."

Manufacturer narrative:
H.6. Investigation: the customer reported clotting while using next generation microtainer tubes with k2edta additive- material number: 365974, lot: unknown. Bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Evaluation of retention samples could not be performed as lot number is unknown. Complaint history check could not be performed as lot number is unknown. Based on the investigation results to date, defect was not confirmed as lot number was not reported and no photos or customer samples were provided for evaluation. Technical services reviewed the issues with the customer. Customer also had question on extending the stability beyond 4 hours. They were provided guidance that 4 hours is the stability for this product but were provided an alternative product option (map) that would extend the stability to 12 hours. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the capillary samples collected in the bd microtainer® tubes with k2e (k2edta) failed the cbc tests after use, with rejections in the "30-50%" range. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are still experiencing some issues with failed cbc tests using capillary samples, and apparently we're not the only ones. Two separate laboratories that we use in the (B)(6) indicated that they are seeing high failure rates of cbc tests on capillary samples sent in by mail. One indicated rejections have been in the 30-50% range." "We requested the sensitivity guidance of the assays in our panel per your suggestion and wbc's have a 48 hour window, and rbc's closer to 72. However, we were also told that failure rates of cbc's were high with capillary samples prior to delivery delays spurred on by the pandemic." "They are sending kits to the patients with microtainers and blue cals. The samples are then sent to the lab for testing. He stated that the cbc tubes are failing. I asked if that meant that the tubes were rejected because they were clotted. He did not know. He also wanted to know if the stability could be stretched beyond 4 hours for the cbc. I explained that the 4 hours is the stability our testing provided, and could not be stretched to 48 to 72 hours. I recommended the map tube for 12 hour stability. I stressed the importance of mixing, as failure to mix well is the main reason for clotted specimens."